Manufacturer narrative:
Findings: a compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 138 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated they are stuck in rewind complete/bolus delivery loop. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is protruded. The customer stated that he has not pressed the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.